Event description:
Per the info provided to co by the physician's office, via the international representative, the device was removed due to "mechanical failure of the valve. (The) pt could not deflate the device." As reported to co, the entire device was removed and replaced with the same model prosthesis, produced by the same MFR.